Event description:
It was reported that the customer experienced a diabetic seizure. Reportedly, the customers blood glucose level was 104 mg/dl. No additional event or customer information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.